Event description:
Acct reports that the male adapter separates from the IV catheter. Rptr uses a "push & twist" technique, but the connection doesn't seem secure. Adenosine is run through the extension set and then inject approx 0.5 to 1.0cc of radioactive solution through the injection site. Rptr also states that pts have remarked that the adapter has separated from the IV catheter and pts have "just pushed it back together." No medical intervention was needed to prevent serious injury with any of the occurrences. No samples or lot numbers are available.